Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: the battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 16-nov-2017.